Manufacturer narrative:
One ligasure vessel sealing device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found blood on the device, indicating that it had been used. The returned product did not meet specification as received. The device was activated multiple times in different positions on simulated tissue in an attempt to duplicate the reported condition. The device failed intermittently to activate. In addition, the investigation found the device would self-activate when shaken. An inspection of the pcb switch found two black switch retaining posts missing, which allowed the post and purple button to have added movement, resulting in self-activation. A review of the manufacturing process shows that this component is visually checked at four different stations in the product line and it was concluded that the issue could not have occurred during manufacture of the device. The investigation identified the root cause of the reported event to be a component failure. The cause of the component failure could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device firing did not respond to the control and was impossible to use. There was no patient injury. Examination of the received device found that it would self-activate when shaken.